Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 8 months the event occurred at (B)(6) hospital, (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that high pump powers and high estimated pump flows occurred. The patient¿s lactate dehydrogenase (ldh) level upon admission was approximately 500 u/l and inr was approximately 2.5 to 3. The patient was medically managed with warfarin and low molecular weight heparin for about 14 days; however, the pump parameters remained elevated. The patient will reportedly have more frequent hospital visits and monitoring of pump parameters and ldh, with tight anticoagulation management by having a slightly higher inr goal and intravenous heparin when required. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Additionally, the submitted system controller log file appeared to show the system operating as intended. The submitted log file showed that pump power, estimated flow, and average pi remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the cause of the reported event and elevated powers and flows has not yet been determined, last time patient was seen on (B)(6) 2017 no symptoms reported. On (B)(6) 2017 it was reported that a high flow and power was detected during history reviewed 400, ramp test with lv unload. On warfarin, plavix and lmwh about two months. He is asymptomatic. A review of the submitted system controller log file showed that the pump values and parameters are within normal limits, the pump is performing as intended. On (B)(6) 2017 it was reported that the submitted system controller log file log file was reviewed. Power and flow do appear to show a steady increase, as does pi, but this appears to be physiological and not related to the pump operation